Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lot 385722. Customer data review customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. A product deficiency could not be identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m hr hpv amp kit (list 09n15-090) lot 385722 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m hr hpv amp kit (list 09n15-090) lot 385722 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lot 385722. A trend violation for list 09n15 was not identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 385722 was not identified.

Event description:
The customer reported 2 false not detected results and 1 misidentified result on the alinity m hr hpv amp kit. The customer tested sids (sample ids) (B)(6) on the alinity m system and panther for genotyping and received inconsistent results. The customer reported that patient samples that are positive on panther for hpv 18/45 are retested on alinity m as it can distinguish if the patient is positive for genotype 18 and/or 45. For the reported samples the results were negative for genotype 18 and 45 on alinity m but positive on panther. The same samples were used in both runs. Sid (B)(6) resulted as not detected on (B)(6) 2024. The sample was repeated on (B)(6) 2024 and was again not detected. The same sample was tested on (B)(6) 2024 on panther and it resulted hpv genotype 18/45 positive. Sid (B)(6) resulted positive for genotype other a on (B)(6) 2024. The same sample was tested on panther and resulted positive for genotype 18/45. Sid (B)(6) resulted as not detected on (B)(6) 2024. The same sample was tested on panther and resulted positive for genotype 18/45. The false not detected results were not reported outside of the laboratory. There was no impact to patient management.

Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in germany using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.